Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an alarm or alert stating the "pump data is corrupted." During troubleshooting with tandem technical support, the contact confirmed receiving an alert 4 and that the pump data was missing. The customer blood glucose (bg) level was 533 mg/dl with small ketones at the time of the reported event. The customer corrected with insulin pen to address bg level. The customer reported would use insulin pens as alternate insulin therapy.